Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, pause episodes were recorded due to undersensing of the device. Reprogramming is anticipated to resolve the event. The patient was stable with no adverse consequences.